Event description:
It is reported by the pt's attorney that pt underwent hip replacement using a durom acetabular cup. Post-op, pt experienced pain and was revised.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.